Event description:
After the most recent fill, the pt was experiencing symptoms of stoma obstruction but the physician was unable to aspirate the fluid. The physician replaced the port. Follow up findings: the physician believes that due to the significant weight loss, the position of the tubing was altered to the point that a section folded back on itself. He was able to generate enough pressure to instill saline but unable to aspirate the excess.